Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). White foreign particle noted on implant prior to use. Implant was not used, additional implant was readily available and implanted, operation completed without issue.